Event description:
During a remote follow up, increased defibrillation impedance was observed on the right ventricular (rv) lead. Lead damage was suspected but not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.